Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified left forearm vein. A 4.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported.